Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that immediately following implant the device exhibited post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic, and the device was reprogrammed. During a later follow up, the oversensing recurred. The patient remained asymptomatic. Additional programming changes were made and the device remains implanted.

Event description:
New information notes that post-paced t-wave oversensing continued to be observed on the device. The patient was asymptomatic. The device was reprogrammed and remains implanted.